Event description:
Complaint received from clinician that alleges "knee brace made patients knee worse and now patient may need total knee replacement". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.